Event description:
The customer reported that they received questionable results for three patient samples tested for thyrotropin (tsh), free triiodothyronine (ft3), and free thyroxine (ft4). Of the three samples, one had erroneous results for ft4. The date of the event was asked for, but not provided. The sample was initially tested at the customer site on an e602 analyzer, resulting as 1.97 ng/dl. The sample was repeated on the same analyzer and resulted as 2.04 ng/dl. The results from the customer site were not reported outside of the laboratory. The sample was then tested on a centaur analyzer, resulting as 1.4 ng/dl. During investigations, the patient sample was tested on an e170 analyzer and an e411 analyzer. The sample resulted as 2.07 ng/dl when tested on the e170 analyzer and resulted as 1.95 ng/dl when tested on the e411 analyzer. The values obtained in the investigation were provided to the customer. The patient was not adversely affected. The e602 analyzer serial number used at the customer site was asked for, but not provided. The e170 analyzer used for investigation purposes was serial number (B)(4). The ft4 reagent lot number used on this analyzer was 180539, with an expiration date of october 2015. The e411 analyzer used for investigation purposes was serial number (B)(4). The ft4 reagent lot number used on this analyzer was 179279, with an expiration date of july 2015. A specific root cause could not be determined. The patient sample was provided for investigation and the value generated at the customer site was reproduced. Similar values were obtained with both types of roche analyzers. A further clarification of the observed discrepancies is not possible with available methods and the current state of the art. It is known that different assays can generate different values. This is related to the overall setups of the assays, the antibodies used, differences in reference material/methods, and the standardization methodology used. In addition, it needs to be taken into account that the values of thyroid parameters vary in function of age, gender, and other population characteristics.

Manufacturer narrative:
This event occurred in (B)(6).